Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head was not able to interrogate and failed uplink functional tests; rf head cable found out of electrical specification. Analysis also found the rf head lens was cracked and the rf head label was delaminating. The rf head had major internal damage due to probable liquid immersion. Case parts were damaged and the magnet was corroded. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
The programmer rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.